Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited an error code e333, the issue occurred during unspecific procedure. There were no reports of patient harm.

Event description:
No updated information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Please see updates to d8, d9, h2, h4, h6, and h11. The device was not returned for evaluation; therefore, the reported event could not be confirmed. Based on the results of the completed investigation, the root cause of the reportable malfunction could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.